Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the meter started to power off during use. The patient manages her diabetes with unspecified medications. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She claimed that on an unknown date and time after the issue began, she developed symptoms of "shaky". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca also noted that based on the information the patient provided, the battery did not need replacing and there was no trauma/misuse to the device. The cca educated the patient on the meter's behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom suggestive of an acute diabetes excursion after the alleged meter issue began.